Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, and unknown if the nozzle was cleaned with lint-free cloths/brushes/sponges and unknown if the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated, and the customer¿s allegation was confirmed for foreign objects in the objective lens. Additional evaluation found that due to damage on up/down knob, water tightness was lost. There was no abnormalities in the accessories that were used in reprocessing. Due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity could not be obtained. Due to wear of angle wire, the play of up/down knob and bending angle was in an up direction that did not meet standard value. Due to damage on zoom of charged coupled device, the zoom did not work smoothly. The following had a scratch: bending section cover, objective lens, suction connector, switch two, switch one and connecting tube. There was adhesive around the light guide lens, and objective lens had white-clouded area and was peeled. Due to water leakage, the suction connector and control unit were dirty. The plastic distal end cover had a burn and dent. Paint on suction cylinder was peeled and switch four had wear. Adhesive on the bending section cover had white-clouded and a chip. Due to dirt on objective lens, the image was dark area partially. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the colonovideoscope experienced air/water flow issues. There were no reports of patient harm. The device was returned for evaluation. Inspection and testing of the device revealed that foreign material had clogged the inside of the nozzle, which was attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.